Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a total hip revision upon removal of the stem, the slap hammer fractured off into the stem extractor. There was no reported delay in procedure or patient injury.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the hammer shows signs of repeated use. Nicks, dents, and dings were observed on the shaft of both instruments as seen in the attached photos. The threads of the hammer are fractured with the fractured portion remaining mated with the universal inserter. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.